Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be pending to address the situation.